Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient. E4. The initial reporter also notified the FDA on 04 aug, 2023. Medwatch report # (B)(4). H3. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set separated. The following was reported by the initial reporter with the verbatim: the rn was in the process of spiking the tubing, which was back-primed with saline, into the taxol when the tubing fell apart where the tubing connects to the chamber. No chemo was spilled. This is approximately the 8th recent similar incident involving this tubing. The bd representative was notified and aware. The bd representative is aware and has been working with the hospital's purchasing department for replacement and/or an alternative product. According to the bd rep, this problem has been corrected. What was the original intended procedure? : paclitaxel (taxol) infusion. 09aug2023. Was there any patient involvement? No. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? No patient harm. Was there any delay of, or change in, the course of treatment due to this event? No.

Event description:
It was reported that bd alaris smartsite low sorbing secondary set separated. The following was reported by the initial reporter with the verbatim: the rn was in the process of spiking the tubing, which was back-primed with saline, into the taxol when the tubing fell apart where the tubing connects to the chamber. No chemo was spilled. This is approximately the 8th recent similar incident involving this tubing. The bd representative was notified and aware. The bd representative is aware and has been working with the hospital's purchasing department for replacement and/or an alternative product. According to the bd rep, this problem has been corrected. What was the original intended procedure? : paclitaxel (taxol) infusion (B)(6) 2023. Was there any patient involvement? No. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? No patient harm. Was there any delay of, or change in, the course of treatment due to this event? No.

Manufacturer narrative:
H.6. Investigation summary: no photo or sample was received with the customer's complaint of separation. Though nothing is available for the investigation, this failure has been observed in the past as a result of insufficient solvent application when attaching the tubing to drip chamber. The manufacturing team is aware of this issue and there are corrective actions in place to eliminate further occurrences of this failure. A device history record review for model 10014881 lot number 22119316 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 18nov2022. There was one quality alert that was concerning an incorrect diameter of tubing during the production of this lot however all affected sets were quarantined and destroyed prior to being shipped. It is possible but unlikely that this quality alert affected the experienced failure. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.